Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. No pump error 63, pump error 53, and battery alerts, alarms, or anomalies during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 63 alarm (variable #: 12) on the event date of 01-sep-2024 at 23:25:47.000 due to a possible hardware failure. Pump alarmed a pump error 53 alarm (file #: 53760, line #: 24582, esf #: n/a ) on 02-sep-2024 at 23:18:29.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1). The following were also noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), and pillowing keypad overlay. Unexpected battery power loss was not confirmed. Pump error 63 was confirmed in the pump history files and traces due to moisture damage on pcba 1. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on pcba 1. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on pcba 1 and the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, pump error 63, pump error 53, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for bumped/dropped/cosmetic damage. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.